Event description:
The customer reported falsely elevated troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The elevated results were released out of the laboratory. The customer stated the sample was analyzed on an alternate methodology and positive results were also obtained. The customer stated the patient was admitted to the hospital based on the elevated results from the access 2 instrument and the alternate methodology. The customer reported the patient was later discharged and did not have further patient information. It is unknown if any additional treatment was given to the patient. The customer analyzed the patient's samples on a second alternate methodology and noted only negative results were obtained. The patient's samples were collected in 12x75 mm becton dickinson (bd) lithium heparin plasma gel and non-gel tubes and centrifuged at >5,000 rpm (rotations per minute) for less than five minutes. The sample was analyzed from the primary tube. Quality control (qc) was performing within specification at the time of the event. No sample integrity issues were noted. The instrument was in normal operation. The customer sent the patient's sample to beckman coulter for further analysis.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. Beckman coulter performed patient interference testing with the customer-supplied sample. The additional of interference blocking proteins did not reduce the overall dose response of the sample. However, an additional linearity dilution test was performed which did not produce a linear dilution. Although a distinct interference was not detected, the result of the linear dilution test highly suggests the presence of a patient source interferent. In conclusion, although interference testing is highly suggestive of a patient source interferent, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2014-00259.